Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4), has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 4 pen ndl 32g 4mm pro 14 bag 700 case jpx could not be primed during use. The following was reported by the initial reporter, "the customer reported as follows: when priming, drug didn't come out."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The DHR could not be performed due to the unknown lot#.

Event description:
It was reported that 4 pen ndl 32g 4mm pro 14 bag 700 case jpx could not be primed during use. The following was reported by the initial reporter: "the customer reported as follows: when priming, drug didn't come out."